Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead impedance of more than 3000 ohms with noisy signals. In addition, clavicular crush injury was visible on x ray and during explant. This ra lead was replaced with the same model and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 228 milli meters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of lead impedance of more than 3000 ohms with noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead impedance of more than 3000 ohms with noisy signals. In addition, clavicular crush injury was visible on x ray and during explant. This ra lead was replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.